Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had chronic elevated thresholds. The lead was capped at the time and an epicardial lead implanted. The lead was later explanted so that a new bi-ventricular system could be implanted. There were no patient complications reported as a result of this event.